Manufacturer narrative:
The reported event of lead dislodgement, failure to capture, low r-wave amplitude, and over-sensing noise was not confirmed. As received, a complete lead was returned in one piece with the helix extended and clogged with blood/tissue. The helix extension length measured within the specification. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Event description:
It was reported that the right ventricular (rv) lead had dislodged. High ventricular rate episodes due to noise was observed on a remote transmission. Loss of capture and low sensing was also noted. The physician decided to remove the rv lead, and a new rv lead was successfully implanted. The patient was stable pre-, during, and post-procedure.